Event description:
It was reported that pump displayed malfunction code related to momentary power loss to vibrator motor, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through resetting pump, did not experience repeat of malfunction, was advised to continue using pump, and was instructed to call back if malfunction occurred again.